Event description:
Device report from china reports an event as follows: it was reported that patient underwent mandible reconstruction surgery under general anesthesia on (B)(6) 2021. On (B)(6) 2022, patient visited clinic for reexamination. CT indicated that the plate was broken. Revision surgery has been planned to remove the plate; time and details have not yet been determined. Current patient status is good. This report is for a 3.5mm ti locking compression plate (lcp)® reconstruction plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Lot provided is not a valid lot number for this device, therefore, the device history record (DHR) review could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.